Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00350, 0002648920-2022-00025, 0001822565-2022-00351, and 0001822565-2022-00352. Medical devices: articular surface with insert and locking screw size cd 23 mm height catalog#: 00596202223 lot#: 63564797. Stemmed tibial component precoat size 2 catalog#: 00598002702 lot#: 63998617. Patellar dome 32 mm dia. Catalog#: 00522001100 lot#: 61274462. Unknown right femoral catalog#: ni lot#: ni. The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient was experiencing pain approximately two years after a knee procedure. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00350, 0002648920-2022-00025, 0001822565-2022-00351, and 0001822565-2022-00352. Medical devices: articular surface with insert and locking screw size cd 23 mm height catalog#: 00596202223 lot#: 63564797. Stemmed tibial component precoat size 2 catalog#: 00598002702 lot#: 63998617. Patellar dome 32 mm dia. Catalog#: 00522001100 lot#: 61274462. Unknown right femoral catalog#: ni lot#: ni. The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient was experiencing pain approximately two years after a knee procedure. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.